Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had inter processor communication error. The customer¿s blood glucose was unknown at the time of incident. Customer states they got multiple battery failed alerts on the insulin pump. Customer states they had been trying to clear the alerts for about 2 hours. Customer states they got an alert that the delivery of insulin stopped and anther battery failed alert. Customer reports they was unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm and interprocessor communication error noted. Insulin pump passed sleep current measurement and active current measurement. Insulin pump was monitored and tested with no failed battery test alarm noted. (B)(4).